Manufacturer narrative:
D4 was updated. UDI related data quality updates only.

Manufacturer narrative:
D3, g1, and g2 email is: (B)(6). D10, h3, and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the following: display label is damaged. The return tube is cracked causing low flow rate, measured below 1gpm. The bottom socket thermistor wire (yellow/black) and the heat exchanger wire (red/black) are routed incorrectly. You can see them both through the display window once the display label was removed. Printed circuit board (pcb) was seated incorrectly as well. There is a scratch on the lcd screen; this is covered once the display label is applied. The membrane switch is faulty. No evidence of fluid ingression on pcb from cracked return tube. Functional testing found the device has a cracked return tube and also "over temps". The complaint was confirmed. Root cause of the over temperature was attributed to the membrane switch. The membrane switch is faulty causing the lcd to have high inaccurate readings. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the membrane switch on the tower. Replaced the o-rings, return tube and fan guard for preventative maintenance. Device passed functional testing after the completed repairs.

Event description:
It was reported that during set-up the display was reaching over temperature. The customer stated they removed the back panel and discovered the return tube was cracked causing device to over temperature. No patient or clinical injury.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.